Manufacturer narrative:
The insulin pump was received with unresponsive act, escape and arrow buttons due to flattened button dome switches; unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to button keypad anomaly. No unlock lcd keypad connector noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's act button was unresponsive. As a result the customer was unable to prime. Customer's blood glucose level was 595 mg/dl. He treated his blood glucose level with the insulin pump. His blood glucose level was high because he ate fudge. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.